Manufacturer narrative:
Other text: b3 and d4: lot number: unknown; no information has been provided to date. G3: france. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a leak was observed between the extension tube and the valve. No adverse patient effects were reported.

Manufacturer narrative:
Three photos were received for evaluation; only one photo corresponded to this complaint. Visual inspection of the photo showed an extension set; the part number and lot were not legible, and the device was not observed in the photo. Functional testing was not performed, since no device was returned; the reported issue could not be replicated. The reported complaint could not be confirmed. No root cause could be determined as no device was returned. No lot number was provided; therefore, a history record review could not be conducted. No actions were taken. Email address: (B)(6).